Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the buttons on the insulin pump were not sensitive. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with frozen screen at start up number 2. Unable to perform the displacement test and self-test or verify button/keypad anomaly and unable to download history files due to frozen screen. Cut and open to perform visual inspection found no moisture damaged electronic assembly, keypad assembly, motor, vibrator during visual inspection. No unlocked j2/lcd keypad connector. Swapping out test board to confirms frozen screen is isolated to mother board. The test reservoir locked in place properly and no anomaly noted. Unit had stained keypad overlay, stained address/serial number label and stained end cap sticker. Unable to confirm button/keypad anomaly and unable to download history files due to frozen screen. Frozen screen is isolated to mother board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.